Manufacturer narrative:
The pod was received fully deployed. The pod data showed the device ran for more than 200 pulses and completed immediate boluses outside of the priming sequence. No damages or deficiencies to the needle mechanism were observed that would result in a failure of the needle mechanism. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No problem was found.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours on their abdomen. It was also reported that although the cannula was visible, the pink slide insert did not move forward completely, indicating that there was a needle mechanism failure. Additionally, the patient reported multiple unsuccessful attempts to correct their bgs. Information on treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 1.0.91. Cloud - smartphone operating system data not available. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.